Event description:
The customer reported that the unit unexpectedly shut down, due to a failed battery.

Manufacturer narrative:
The customer reported that the unit unexpectedly shut down due to a failed battery. Philips sent the customer a new battery. A philips investigator spoke with the customer who reported this failure. The customer stated that replacing the battery resolved the reported failure.